Event description:
Customer reported that he was in the hospital for surgery and he developed high blood glucose. The glucose reading at the time of hospitalization was 245 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.